Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm1) twitched after a completion of cautery. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The customer explained that the issue did not occur every time applying cautery. The customer did not have further information. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Fse followed up with the customer and the issue had not returned. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.